Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate and confirm the reported issue. The exhalation pressure transducer failed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was alarming xdcr fault, high peep, high pip and low ve alarms which occurred immediately after powering on the unit. There was patient involvement and the patient was placed on a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.